Event description:
A customer contacted baxter's technical service center and reported that the solution is too warm. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011. The pd rn stated that she was aware of the fluid being too warm. Per the pd rn, the hp did not feel any discomfort but just felt that the fluid was slightly warmer than usual. The hp wanted to be cautious so she called the pd rn first and then the global technical services to resolve the problem. The pd rn stated that the hp did not change any therapy setting and she had no idea how the problem was caused. Per the pd rn, the hp was continuing therapy without any other complications. Baxter product surveillance advised the pd rn to instruct the hp on swapping out the device. The pd rn would follow up with the hp in regards to the swap. Product surveillance followed up with the pd rn on (B)(6) 2011. The nurse stated that she spoke with the patient again regarding this event and the patient stated that the device has been swapped and she is no longer experiencing warming fluid being delivered. The nurse stated that there was no patient injury or medical intervention associated with this event. The patient resumed therapy with no further issues. Product surveillance contacted the patient on (B)(6) 2011. The patient stated that she has not swapped her device, however, she therapy is going fine.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation, therefore, baxter cannot determine the root cause. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A customer contacted baxter for the reported issue of the solution is too warm. The issue was unable to be confirmed. The cause was undetermined. A device history review revealed no previous issues related to the reported condition.